Event description:
The account had five patient calcium results that were all >20 mg/dl. Another patient sample was initially 15.1 mg/dl for calcium, and repeated as 9.4 mg/dl. The incorrect results were not used to guide therapy. The field service representative found the sample syringes were bad, and repaired the instrument by replacing the syringes.